Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2025. The patient encountered issues with two infusion sets. The blockage was located in the tubing. No further information available.